Event description:
Boston scientific crm received information from a local field representative (fr) that this right ventricular (rv) lead had possibly fractured. No additional information was reported. Subsequent information from the fr indicated that there was some oversensing that created a couple of non-sustained episodes for the patient. The device was reprogrammed to least sensitivity. There were no adverse patient effects. The patient was to been seen for follow up in one months time.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that there was continued noise and oversensing on the rv channel. The noise resulted in non sustained ventricular tachycardia (vt) episodes, but no pacing inhibition was noted. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No additional adverse patient effects were reported.